Event description:
It was reported to philips that c-arm stuck due to plastic obstruction on a allura xper fd20 or table. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Plastic obstruction removed; system restored. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).